Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery connector did not work properly and would not click into place. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections and have been updated accordingly. It was reported that the battery connector does not work properly as it does not click into place. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a broken spring on the battery connector. The broken spring did not allow a battery to stay properly connected to a controller. The damage that was observed did not affect the functionality of the device. The most likely root cause of the reported event can be attributed to a broken spring on the battery connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.